Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitrclip device referenced is filed under separate medwatch report number.

Event description:
This report is filed due to gripper actuation issues. It was reported that on (B)(6) 2020, the patient presented with a posterior leaflet 3 (p3) prolapse and degenerative mitral regurgitation (mr) grade 4. One mitraclip (cds0701-xtw 00319u174) was implanted without issues. Post-implantation and due to the p3 prolapse, the clip motion on the leaflets was observed. The clip remained implanted, however, there was more clip motion than expected. Partial clip movement on the leaflets could not be excluded and the mr remained unchanged at grade 4. To stabilize this clip, another mitraclip (cds0701-xtw 00319u105) grasped the leaflets without a device issue, however, the mr remained grade 4 with each post-grasp assessment. It was decided to not implant this clip and the device was removed without issue. There was no adverse patient sequela due to either device. Once cds0701-xtw 00319u105 was removed and on the back table, the grippers were tested. During this testing, the grippers could only drop a half way. No additional information was provided regarding this issue.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. The returned device analysis confirmed the reported difficult to open or close (single gripper actuation). The returned device analysis observed a broken gripper line and a broken weld. The steerable sleeve shaft was observed to be bent. Based on the information reviewed, the reported difficult to open or close (single gripper actuation) was due to the observed broken gripper line. The observed deformation due to compressive stress (steerable sleeve shaft) was likely due to post-procedural handling and storage during transit as it was noted that the device was returned inside a bag in the shipping carton. A cause for the observed broken gripper line and weld could not be determined. It is possible that there was user interaction with the gripper line and the actuator coupler-mandrel during the post procedural testing after removal from the anatomy contributed to the observed issue; however, this cannot be confirmed. It is also likely that the post procedural handling and storage during transit influenced the reported issue as it was observed that the clip was closed and placed inside a latex glove for return; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: during use with cds0701-xtw 00319u105, the physician stated he felt something was different regarding the grippers. Once cds0701-xtw 00319u105 was removed and on the back table, the grippers were tested. During this testing, only one gripper was dropping ½ way.